Event description:
Vent ran on external battery for 30 mins. Then stopped functioning, external battery cable disconnected, vent would not restart. Plugged into ac outlet, vent was able to function when turned on.